Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp) via manufacturing representative, regarding a (B)(6) female patient receiving intrathecal hydromorphone 30mg/ml at 3.002mg/day and bupivacaine 38mg/ml at 3.802mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain and other non-malignant pain. The concomitant medications were not reported. The patient history was reported as cardiac failure, morbid obesity, liver failure, and dehydration. It was reported that on 2016-01-27, the patient was in the hospital (unrelated to the pump), however the patient had missed her last refill appointment so the reservoir volume was in question. The manufacturing representative read the pump and found the volume was at 1.3ml. The hcp decreased the dose to simple continuous by 34%, and was going to manage with oral opioids or intravenous to prevent withdrawal. It was unknown if the issue was resolved at the time of this report. It was noted that the patient weighed over 500 pounds, and the pump location (patient's bottom) make the refills very difficult. The patient was going to be weaned off intrathecal mediations. The hcp had no further information. The patient had a palliative doctor that might take over. The patient status at the time of this report was "alive- no injury." Additional information received from the consumer reported that she was in the hospital (again reported as unrelated to the device), and was released on (B)(6) 2016 for a refill. They were unable to fill the pump, so they shut her pump off instead and gave her oral medication. The patient wanted to discontinue the use of the pump permanently, because she cannot stand the refill process and was very weak. It was noted that they do her refill under x-ray, and gets poked 20 times at refills ever since the doctor left the practice. It was noted that the patient was there the week before, and they tried to fill it but could not get it filled. The patient was taken back to the hospital by ambulance on friday ((B)(6) 2016) and her pump started beeping/alarming every 5 minutes. The pump was interrogated and was alarming due to stopped period may exceed tube set, where the pump was shut off for 93 hours 42 minutes. Authorization was given for the password to turn the pump off, and the pump was shut off during the call. Additional information reported that the patient was non palliative care and her port can no longer be accessed. She has been in and out of the hospital four times in the last 10 days. Due to the patient's obesity the refills had become unsafe. The cause/actions/interventions for the patient being weak and cannot stand the refill process, and if any of the four hospitalizations were related to the pump or therapy remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.